Manufacturer narrative:
(B)(4) concomitant products: part # cm-8002 crossfix meniscal sys curved lot # 71543-2 (qty : 3). Part # cm-3010c aperfixii cann tibial 10x30mm lot # 65289197 (qty : 1), part # cm-8000 crossfix disp procedure kit lot # 78835-1 (qty : 1), unk s&n mini suture passer (qty : 1), unk s&n minitape (qty : 2), unk endobutton (qty : 1). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the anchor misfired. The surgeon attempted to use the meniscal repair kit to repair patient¿s torn meniscus. After deploying the first anchor the second anchor misfired. The product was removed and another device was used to complete the procedure. No adverse events have been reported as a result of the malfunction.attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated. Visual examination of the returned product identified the two (2) insertion needles are bent out of parallel alignment. When the passer needle is fired, it catches on the needle slot and pushes them apart. The trigger mechanism takes effort to actuate. There are sutures wound around the base of the needles and trail out of the sheath. The tip of the plastic sheath is cracked along the side. The handle is etched with the cayenne logo and shows no signs of damage. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.